Manufacturer narrative:
Date of submission 11/07/2017 the pump has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation the pump was returned with moisture present in the pump. The pump was opened with moisture observed on the display face. Unrelated to the original complaint a leak test was performed and failed due to a crack between the case seal and keypad. A battery compartment crack was also observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display, which occurred after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.